Event description:
It was reported that "the tulip head broke off of a screw during a revision of a broken rod construct causing dr (B)(6) to have to remove the screw and replace with a new one."

Manufacturer narrative:
Method: mfg records review, complaint history analysis and risk assessment. Results: the tulip head was returned separated from the screw shaft and the material deformation noted on both tulip / bone-screw spheres is suggestive that a cantilever was applied between the tulip and the bone-screw. Mfg record review: no discrepancies noted. Complaint history analysis: 68 similar records and on previous cases, it was concluded that these issues were most likely the fact of cantilever forces applied between the tulip and the bone-screw. Risk assessment: tulip disengagement occurred during a revision surgery to remove previously implanted broken rods. A replacement screw was available and the surgery was completed successfully. Conclusion: the disassembly is suggestive of too high forces applied on an angulated screw with potential cantilever between the bone screw and tulip and in this specific case, one would note that screw has already been put in the construct with no observed issue until the revision was conducted as evident in the post-op x-rays. This MDR occurred during the same event filled with medwatch numbers 9617544-2012-00244 filed for broken rod. (B)(4).